Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), product type: lead.

Event description:
Information received from the consumer reported that the patient had an accident and experienced a "lot of increased pain" at the site where the "probes go into the spine". It was noted the "machine has been malfunctioning as well and communication between remote and the machine is not working as well as it used to". The reporter initially began to state the patient had increased pain three times then stopped speaking and stated "it might of been moved b/c of the t8 fracture in his spine". Additional information received from the patient clarified they were involved in a vehicle vs. Pedestrian accident (patient was the pedestrian) on (B)(6) 2015 where they sustained a t8 fracture since then the patient had pain at the ins site. It was also reported that since (B)(6) 2015 the patient had a "dr code" on the programmer unit. The patient did not have a healthcare professional (hcp) to follow up with but had an orthopedic doctor look at the site but the doctor was not trained in therapy. Physician listings were provided to the patient. The indications for use for the implanted device were noted as non-malignant pain and other chronic/intract pain (trunk/limbs). There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.